Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to charge for defibrillation energy. Physio-control contacted the customer and no known impact or consequence to patient was reported.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report was blank. Section d4 gtin of the initial medwatch report should indicate: 00883873871676 section d4 serial # of the initial medwatch report was blank. Section d4 serial # of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and was unable to duplicate the reported issue. During evaluation an event code was found in the devices memory which is associated with a failure to charge for defibrillation. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. In this state the device may not be able to deliver defibrillation therapy if needed. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to charge for defibrillation energy. Physio-control contacted the customer and no known impact or consequence to patient was reported.